Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy, and had manual injections as alternate insulin therapy.